Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the bolus button cover is detached/missing. Battery compartment cracked below bumper pad. Use returned battery cap, battery cap does tighten fully. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.